Event description:
It was reported that pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy.